Manufacturer narrative:
Additional information/correction: additional information: it was reported that one (1) flo-gard infusion pump presented an air in line alarm during infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) flo-gard infusion pumps presented air in line alarms during infusion. The pumps were being used with baxter sets. There was no report of any damage to the solution sets or air in the solution sets. To resolve the issue, the technician checked the sets and cleared the air in line alarms to continue infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.